Event description:
It was reported that the insufflation failed during the procedure and periodic maintenance. Therefore, there was loss of insuflation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.